Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a s5 roller pump touch screen was found to be damaged during setup. There was no patient involvement.

Manufacturer narrative:
Through follow-up communication with the customer livanova (B)(4) learned that when the s5 was moved a tool fell on the touch screen and damaged it. Therefore livanova (B)(4) determined that the reported issue was caused by improper user handling.